Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This subject was implanted with an argus ii device on (B)(6) 2015 as part of a clinical trial. On (B)(6) 2015, the surgeon noted a small, peripheral retinal detachment at the entrance of the cable in the implanted eye. The surgeon injected the eye with intraocular gas. The subject was prescribed anti-inflammatory eye drops and antibiotics. During the follow-up visits on (B)(6) 2015, the intraocular pressure and retinal detachment were stable. The surgeon reported that the retina was completely attached, and the implant was in place. There was no defect or malfunction of the device associated with this event.